Event description:
A complaint received regarding a tego connector that reported positive pressure during infusion, but this was not clarified to be a reportable malfunction until ICU medical investigation found that there was seal tearing and no flow. There was patient involvement, but there was no harm. It occurred between (B)(6) 2025 and (B)(6) 2025.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. Investigation summary received one (1) used d1000 tego connector for inspection. Seal tearing was found on the tego. The tego was found to be occluded when activated by a male luer due to the seal collapsing. The complaint of high pressure can be confirmed. The probable cause of the torn seal and subsequent no flow is due to uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.